Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Event description:
This is a spontaneous case report received from a consumer via regulatory authority FDA maude (case# (B)(4)) in united states on 18-may-2015 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2007 (lot number 624474). Consumer reported that after having some pain, her doctor sent her for a scan in 2014 and the results were that one coil had migrated to her uterine wall. She made an appointment with her gynecologist and a hysterectomy was scheduled. Between time, she had developed shingles, extreme chronic fatigue, broken bones, vitamin d deficiency, constant problems with yeast infections and bacterial vaginosis which took a compounded medication to get relief from, higher (than her normal) blood pressure, and frequent urination. On (B)(6) 2014, essure was removed. No additional information was provided. Ptc investigation result was received on 22-may-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: lot number 624474, production date: 5/2007, expiration date: 4/2009. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are not indicative of a quality deficit per se. No further ae case reports have been received to date in relation to the reported batch. No batch signal could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and it was reported that one coil had migrated to her uterine wall. A hysterectomy was scheduled and essure was removed. This event, interpreted as embedded device, is serious due to medical importance and listed in the reference safety information for essure. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes. In this particular case, the exact date and mechanism of embedment were not known, however, given its nature a causal relationship with essure therapy cannot be excluded. This case was regarded as incident due to the required intervention and removal of essure. Additionally, another serious event (broken bones, unrelated to essure) and non-serious events were reported. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected.